Event description:
It was reported that a perfusionist attempted to rewarm a pt who was connected to a hcu30 device. After there was no warming response, the device was exchanged for a backup hcu30 unit. No reported pt effect. Reference: (B)(4).

Manufacturer narrative:
(B)(4). Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. A supplemental medwatch will be submitted as soon as add'l info becomes available.